Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers/manufacturers. The overall baseline gender characteristics is male; the age of the patients was 62 years old. The possible lead models are 5071 and/or 4068. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿outcome of video-assisted thoracoscopic implantation of epicardial left ventricular leads with visual targeting for cardiac resynchronization therapy.¿ interactive cardiovascular and thoracic surgery. 2020; 30(3):373-379. Doi: 10.1093/icvts/ivz276. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. There were patients who had a prior "failed endovascular left ventricular (lv) lead implant" procedure. The article reports there the following patient complications during or after the lead implantation procedure: bleeding with a required blood transfusion; ventricular fibrillation (vf) with ¿successful¿ defibrillation; pericarditis treated ¿conservatively¿; lead dislocation, according to the author, was ¿probably during endovascular [left ventricular] lv lead extraction.¿ further complications reported were a purulent discharge (suspected infection) which was treated with antibiotics; ¿severe¿ pain treated with medication; transient renal failure; transient post-op delirium; postcardiotomy (occurs after the heart has been operated on); and a repositioned lead due to an increase in thresholds. The status/location of the lead is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.